Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a crack and edge chips on the light guide lens. There was no patient involvement.

Manufacturer narrative:
Correction to b5 of the initial medwatch. Correction to h6 component code of the initial medwatch. Component code 866 - tube should have been selected with 416 - display. Correction to h6 medical device problem code of the initial medwatch. Medical device problem code 1135 - crack and 1261 - material fragmentation should have been selected with 1408 - poor image quality. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: while the user was handling the device, physical stress was applied to insertion section which led to abnormality of electronic parts. As a result, the suggested event occurred. The event can be prevented by following the instructions for use which state: inspection of the endoscopic image do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited colored waving lines on image monitor. There were no reports of patient involvement.